Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that down button and center buttons were not responding. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. The customer stated that pressing menu button takes them to the menu screen and using the up arrow allows them to navigate screens. The customer claimed that whenever she pressed the center button during load reservoir, she was not hearing the beep constantly unlike before that whenever she pressed and hold the center button, she would constantly hear the pump beeping. Customer stated that the insulin pump was neither dropped nor exposed to moisture. The customer stated that they did hear beeps when audio volume settings were saved. Customer reports they did hear the differences between the two audio beep volumes. The insulin pump passed self-test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.